Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 7300tfx valve in the mitral position, was explanted after an implant duration of 4 years, 10 months due to insufficiency. The explanted valve was replaced with a 29mm 11400m valve.